Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the first hearstring seal cracked when the surgeon tried to load it into the delivery tube and the second seal did not deploy out of the delivery tube. A third seal was used to complete the procedure. No patient complications were reported.